Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that at around 1640 on 31 january 2023, the clinician went to press the button on the pca module that was delivering fentanyl to the patient, and after pressing the button, "all four pumps flashed red, and the brain flashed red and had text on it saying that there was an error." The brain had to be turned off and swapped out along with the medications running on each pump, including the pca. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that at around 1640 on (B)(6) 2023, the clinician went to press the button on the pca module that was delivering fentanyl to the patient, and after pressing the button, "all four pumps flashed red, and the brain flashed red and had text on it saying that there was an error." The brain had to be turned off and swapped out along with the medications running on each pump, including the pca. There was patient involvement but no harm.